Event description:
The patient experienced no symptom control. The extension had pulled away from the lead. The ins was also tangled with the extension in the pocket. The extensions were replaced. The ins had reached normal battery depletion. Additional information has been requested.

Event description:
It was clarified that the ins was not replaced. With the new extensions, the therapy and electrode impedances were normal.

Manufacturer narrative:
Extension: model 748240, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. Extension: model 748240, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. Lead: model 3387-40, lot# j0349034v, implanted: (B)(6) 2004, explanted. Lead: model 3387-40, lot# j0349034v, implanted: (B)(6) 2004, explanted. (B)(4). Final device analysis for extension (B)(4) revealed the distal end conductors were broken up to transition point. Final device analysis for extension (B)(4) revealed the distal end conductors were broken up to transition point.